Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
During a check of the device the user was not able to hear when the device was stimulated directly in all frequencies. The device has been explanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a check of the device the user was not able to hear when the device was stimulated directly in all frequencies. User did not report intermittencies previously but is also bilaterally implanted. Explantation is planned.